Event description:
Rn removed plastic shield from disposable razor to prep a patient for stress test. The razor came out of the handle and rn sustained a cut to right thumb. Manufacturer response for prep razor, shae prep razor (per site reporter). Item is purchased thru distributor - [company name and contact redacted] 2nd incident in less than 2 weeks. Distributor will return call after contact with medline (manufacturer).